Event description:
According to the reporter, post-operatively, the patient had three dehiscence in a week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.